Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) was confirmed. A review of device download confirmed that the monitor was intermittently unable to properly communicate with an electrode belt. The cause for the failure was isolated to contamination in the monitor's electrode belt connector. The root cause for the contamination was ingress of an unknown foreign material. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to communicate with an electrode belt.